Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04612. It was reported that patient experienced uncomfortable and painful shocking sensation at ipg site with stimulation on. No accidents, falls, trauma, or weight fluctuations were reported. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was repositioned. Therapy was restored.